Event description:
Hmsc reported episodes showing noise. Ra sensing values decreased over the past year. All other trend values appear within range. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.